Manufacturer narrative:
Based on the information provided a device problem was not identified, as a result a conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined.

Event description:
Related manufacturer reference number: 1627487-2021-02128; related manufacturer reference number: 1627487-2023-02621; related manufacturer reference number: 1627487-2023-02622. Additional information received indicates that patient experienced shocking sensation, constant headaches, burning pain at the back and pain in legs. Additionally, the ipg moved in the pocket. Reportedly, the patient continues to experience sensitivity/pain post explant at the back area.

Event description:
Information indicates that entire system was explanted on (B)(6) 2021.

Manufacturer narrative:
Date of event is estimated. Based on the information provided a device problem was not identified, as a result a conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined.

Event description:
Related manufacturer reference number: 1627487-2021-02128. It was reported the patient was experiencing pain at the ipg and anchor site. In turn, surgical intervention was undertaken wherein the ipg and anchor were explanted. This addressed the issue. Patient denied any recent trauma or weight fluctuations.